Event description:
It was reported that during pocket revision due to muscle pain around the pocket, externalized conductors were observed. No electrical anomalies were noted. The pocket revision was successful and patient to be monitored. Lead remains implanted.